Event description:
On (B)(6) 2025, the patient and daughter reported a low blood glucose (bg) at 59 mg/dl that occurred early in the morning which was corrected by eating yogurt and drinking apple juice. Chart review showed the patient had an extended high and announced a meal while bg was elevated, leading to insulin stacking (correction plus meal bolus). The agent explained this, and the patient and daughter understood. They plan to contact their trainer for additional ilet questions. The patient experienced confusion and shaking during the event. No medical intervention was required at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.